Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "we broached to a size 1 and used a 132 trial neck. We decided on that stem and I handed the nurse the stem to open. When she pulled back the sterile packaging she and I noticed a hair in the sterile packaging. The scrub tech confirmed that a hair was inside the inner sterile barrier."